Event description:
It was reported that this pacemaker was scheduled for a device change out procedure, however the procedure was not completed due to removal difficulty and set screw issues. The torque wrench from the new l311 pacemaker was unable to loosen the set screws on the 1297. Next, the surgeon used a fixed wrench and injected mineral oil into the seal plugs of the 1297, however the set screws would not loosen. The l311 was not implanted. The surgeon elected to leave the 1297 in the patient, close the pocket, and send the patient to another physician to explant and replace the device. Additional information received indicated that a secondary procedure was performed, and the 1297 device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was scheduled for a device change out procedure, however the procedure was not completed due to removal difficulty and set screw issues. The torque wrench from the new l311 pacemaker was unable to loosen the set screws on the 1297. Next, the surgeon used a fixed wrench and injected mineral oil into the seal plugs of the 1297, however the set screws would not loosen. The l311 was not implanted. The surgeon elected to leave the 1297 in the patient, close the pocket, and send the patient to another physician to explant and replace the device. Additional information received indicated that a secondary procedure was performed, and the 1297 device was successfully explanted and replaced. No adverse patient effects were reported.